Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. Results of investigation: the carefusion field service representative replaced the blender, adjusted the fraction of inspired oxygen, and then performed a systems check at 21 percent, 30 percent, 60 percent, 90 percent and 100 percent. Systems check passed. (B)(4).

Event description:
The customer stated that the ventilator's fraction of inspired oxygen (fio2) is unstable at higher levels (above 30 percent). It is unknown if there was patient involvement.

Manufacturer narrative:
Results of investigation: the vela blender module was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified the root cause of the reported issue was due to bad blender solenoid.